Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited elevated threshold and pacing impedance measurements. The impedance had increased from 700 ohms to greater than 1100 ohms in one month and the threshold was as high as 2.9 ohms which was greater than the programmed output. There was no noise on the rv electrogram (egm). Boston scientific technical services (ts) discussed bringing the patient in for evaluation. Over one year later the pacing impedance had continued to increase and was now out of range. It was noted that the rv lead configuration had been changed to unipolar due to the high threshold measurements. Ts was consulted and discussed options. It was noted that they would bring the patient in for evaluation and likely increase the remote home monitoring alert to 3000 ohms.